Event description:
When using nps-ups version 11.42, the program has the possibility to apply a cylindrical shield to a brachytherapy set-up. When applying a cylindrical shield, an incorrect dose distribution is displayed, even in non-shielded areas.